Event description:
It was reported that the device exhibited premature eri. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed via review of longevity calculations. No sources of high current were found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the premature depletion remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.